Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. According to the reporter: the tissue was torn when the surgeon removed the device, but per the surgeon, the device did not malfunction. The situation was corrected using a new device. Surgery time was not delayed by more than 30 minutes. There was no unanticipated blood loss of 500cc or more. No reinforcement material was used. There was minimal tissue loss, but only to redo the anastomosis. Nothing fell into the patient's cavity. The current patient status is fine.